Event description:
It was reported that the patient was experiencing intermittent heart block. The device was switching normally between a minimal ventricular pacing mode and a dual chamber pacing mode, however, the patient was experiencing long pr intervals when the device was in the minimal ventricular pacing mode and therefore the patient was "not feeling well." It was also reported that the right ventricular lead was undersensing. The device and the lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.